Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was able to verify the presence of the event code but was unable to duplicate the logging of the event. Physio-control replaced the main keypad assembly as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the customer's device had its service indicator illuminated and has logged an event code which could be related to the device's ability to deliver defibrillation energy. There was no report of any patient use associated with the reported issue.